Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) was being explanted for normal battery depletion. During removal from the device pocket, in association with this transvenous right ventricular (rv) lead, the physician observed that the proximal coil header pin had dislodged immediately. Shock impedence was 70 ohms through this chronic device. The physician checked the setscrew and confirmed that it was screwed down. There were no adverse patient effects in association with these clinical observations.

Manufacturer narrative:
With the acute device, shock impedance was 55 ohms. To date, the device has not been returned to boston scientific. The boston scientific local area sales representative indicated that instead the device was being sent to the hospital pathology lab. This rv lead remains actively in service. Defibrillation threshold testing was not done in association with the acute device. As new information would become available, this report will be further evaluated and updated.